Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis found a broken pitch cable at the distal clevis hub. The broken cable segment that contains the crimp was still installed in the clevis. The customer reported complaint does not itself constitute an MDR reportable event; however, the broken pitch cable found during failure analysis could cause or contribute to an adverse event if the failure mode were to recur.

Event description:
Intuitive surgical, inc. (Isi) received a small grasping retractor instrument without a reported complaint. Isi followed up with the customer to obtain additional information, however, the customer was not able provide additional information. There was no report of patient harm, adverse outcome or injury.